Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic hysterectomy- "patient is (B)(6) female, pre-diabetic, hypothyroid, endometriosis, adenomyosis, starting h&h was 14. After approximately 5 activations the generator began giving error tones. Re-grasp tissue, clean jaws etc... They continued the case with this hand piece. Took both fallopian tubes, and both broad ligaments down to the ip & uterine arteries. Voyant appeared to stop delivering energy. No visible plume or thermal spread. Dr. Would grasp tissue, press fuse button, generator would give positive feedback tone but tissue would not coagulate. I grabbed a second hand piece, but experienced the same issue. Fuse button pressed, no visible thermal spread, no visible smoke plume, positive feedback tone from generator, tissue continued oozing. I switched the second hand piece to a second generator and had the same outcome. Doctors switched to ligasure lf1637 which appeared to slightly coagulate the tissue but slight oozing remained. The surgeon remarked at the thickness/toughness of the tissue near the ip and uterine arteries. Generator #1: 200000306 to be sent in for 12 month maintenance. Generator #2: 200000846." Additional information received - "the initial bites filled the jaws. The subsequent bites after the oozing started were between 2-8mm. The bites with the second hand piece were between ~ 2-5mm." Patient status- no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During functional testing, engineering activated the device on porcine arteries and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.